Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had an electrical issue with the wall outlet and the usb cable and wall adapter became "fried". Reportedly, the pump was able to be charged with different charging supplies. The customer's blood glucose level was not impacted.